Manufacturer narrative:
The computer was returned for analysis. The reported issue was confirmed. Functional testing found that the reset switch had to be pressed to power up the computer. The bios date is set to jan 01, 2007.the computer has a dead cmos battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-nov-2015. No patient involved. A medtronic representative went to the site to test the equipment. The system failed the hardware test due to computer not booting. The system did not perform as intended. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when the site turned the system on in the morning, it was displaying no video detected on the monitors. The clinical specialist was on site and had the covers off. The fan on the computer was not power on. The clinical specialist reset the power cord in the back of the computer and try a different ups port. All other system components that received power from the ups were receiving power. This did not resolved the issue. The computer is a g01 rs. No patient present at time of event.